Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 48.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high capture threshold and low sensing were observed. Upon opening the pocket, twiddler syndrome was noted and is believed to have caused lead dislodgement. The patients condition was fine and there were no adverse consequences due to the event. The lead was cut, capped, and a portion explanted.